Event description:
The following has been reported: the pump flashes red as soon as it is connected to the mains. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. The device log was reviewed, no error or issue linked to the reported event was found. Possible gap of timekeepers is evaluated to 1h26min. The pump shows normal user activity: power on/off, standby, infusion starts/stops. There are many alarms related to tubing, air detected, clamp, door, occlusion. There is no error message related to the power supply board. There is no event showing a red blinking light, and no electrical fault recorded. There is no record about hardware power-board failures or led blinking problems. It doesn't show any power-supply issue. The reported device was received in brézins for investigation. Once in brezins, nothing was noticed during external inspection except that the device is little bit dirty in gap, joint, and the membrane is a little bit worn. During functional test, the reported event was reproduced. Test 1: connect the device to the mains protocol: · at first use for investigation, connect the device to the mains and check the condition of the pump. · charge the device partially or fully then discharge it completely. Connect the device to the mains and check the condition of the pump. Result: at the first use, as mentioned in the complaint description, when the pump is connected to the mains, 4 reds leds flash and the power supply indicator is off. After few minutes, a "beep" sounds and the red leds turn off. The power supply indicator is on. It is possible to launch an infusion. After charging and discharging completely: as mentioned in the complaint description, when the pump is connected to the mains, 4 reds leds flash and the power supply indicator is off. After few minutes, a "beep" sounds and the red leds turn off. The power supply indicator is on. It is possible to launch an infusion. Conclusion: when the device is fully discharged, as soon as it is reconnected to the mains, the behavior is as described by the user. When the device is partially discharged, as soon as it is reconnected to the mains, the power supply indicator is on and there are no 4 reds leds. Result: fail test 2: battery test protocol: perform the test 13 on maintenance mode and check the value on test 12. The pump is fully loaded : 96 % after 10 min disconnected to the mains battery test results : pre-alarm: 6h07 alarm: 8h37 cut: 0h05 charge after the completion of test 13 until the auto extinction : 0% according to the cc3387-7_IFU_volumat_mc_agilia_int_v2.pdf, the battery test is compliant. Result: pass the battery charge level at the end of test 13 is 0, and after plugging the device back in, its behavior matches the problem description exactly. Internal inspection found that the inside of this pump is a little bit dirty, with leaks at the joints and gaps. The battery has been replaced in june 2023 so it is up to date. It was noticed that the device was manufactured in 2016. A cross test with a new functional angle bracket confirmed the failure. A cross test with the customer battery noticed that the battery is functional. Therefore the reported event is confirmed and the root cause is probably due to a defective power supply board which is old, which has reached its lifespan. We remind you that the lifespan of our devices is estimated at 10 years, so some components may need to be replaced at this time. It's advise to change the power supply board, clean the device and perform the preventive maintenance (change at least the battery and membrane) that is due to expire in a few months. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.